Event description:
It was reported that during preparation for an unknown procedure, a shaft break was noted. The 20x3.5mm quantum maverick monorail balloon catheter broke midway down the shaft upon removal from the coil. The procedure was completed with another of the same device. No patient contact.